Event description:
As reported: during gonadal vein embo, the coil detached while attempting to pull it back into a 5fr glidecath. The coil that prematurely detached was not retrieved. It was left in place. It is noted the physician was not entirely displeased with the coil position, so he left it in place. There was no intervention. The same detachment controller was successfully used with coils prior to and post incident with this coil. Patient status "good." No other incident information was provided.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated¿with the use of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant damaged and deformed; however, the implant was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the alleged premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.